Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the reported identification number of the disposable novasure unit. The lot was released meeting all qa specifications. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the identification number was not provided by the complainant.

Event description:
It was reported that after the successful completion of a novasure endometrial ablation procedure the physician observed a uterine perforation via hysteroscope. No treatment to patient was necessary. The physician was unaware of any injury to the patient.